Manufacturer narrative:
Physio-control later confirmed with the customer, a service technician, that the reported issue has not been resolved. The service technician advised physio that he is unsure if, or when, the device will be repaired. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the service technician with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a service technician, contacted physio-control to report that their device would not provide defibrillation energy when prompted. The service technician advised that the device would charge, but when he pressed shock the device provided an "abnormal energy delivery" message on the display and the defibrillator analyzer being used showed that zero (0) joules were delivered. The issue was observed during testing. There was no patient use associated with the reported event.